Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an unrelated procedure with their atrial lead exhibiting low out of range impedance. No intervention was performed. The impedance went back up to normal range before the end of the procedure. Patient condition was stable after the event.